Manufacturer narrative:
Product analysis: analysis was able to confirm the rate knob was not working, the encoder flex was intermittent. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was unable to adjust the rate. The epg was returned for service. There was no patient involvement.